Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed since reprocessing could not be conducted properly due to leakage from biopsy channel. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: update: b5, e2, e3, h10.

Event description:
The customer reported that they did not know when the foreign material adhered to the device. It was also reported that there was no possibility that the device was used while foreign material was present.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had a foreign body stuck inside. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additional evaluation findings were as follows: the biopsy channel was leaking at the plastic distal end cover, the switch #1 had a pin hole, the distal end of the device had a dent, the bending section cover glue was cracked, the biopsy channel was leaking at the plastic distal end cover and the control knob had minor play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.